Event description:
(B) (4). Same case as patient 2134265-2010-00494. It was reported that post a coronary artery drug eluting stenting treatment procedure, restenosis occurred. The patient was randomized into the (B) (6) study in (B) (6) 2008. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis, a length of 14mm and reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm study stent with 0% residual stenosis. A 24 mm long bifurcated non-target lesion in the proximal circumflex (cx) artery was treated with both a 3.0 x 20mm and a 2.5 x 16 mm taxus liberte stent during the index procedure. The patient was discharged the next day on protocol does of asa and clopidogrel. In (B) (6) 2009, 278 days post index procedure, the patient was treated with percutaneous coronary intervention (pci) and placement of a non bsc stent to the proximal cx for in-stent restenosis. Pre-treatment stenosis was 70% and post treatment stenosis was 0%. Core lab report notes mid rca target lesion "study stent patent". The patient was discharged the next day "in a good state of general health".

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.